Manufacturer narrative:
H6 medical device problem code was updated from a24 to a01.

Manufacturer narrative:
Updated information: b5 clinical narrative update.

Event description:
Updated clinical narrative: clinical narrative: a 71-year-old male with an indication for use of high-risk percutaneous coronary intervention (hrpci) and a pre-support clinical state consistent with scai shock stage c underwent impella support via right femoral arterial percutaneous access. The impella pump was implanted on (B)(6) 2026 at 14:01 and supported the patient until explant on (B)(6) 2026 at 14:26. On 0(B)(6) 2026, immediately following foley catheter insertion during impella support, red-tinged urine was noted, consistent with suspected hemolysis. Transthoracic echocardiography was performed and confirmed appropriate pump positioning with the inlet measuring approximately 3.7 cm below the aortic valve and centered within the mid-ventricular cavity. No anatomic abnormalities of the heart were reported, and there was no evidence of pump contact with the mitral valve apparatus. The patient experienced a cardiac arrest and subsequently expired on (B)(6) 2026 while on impella support. Based on the available information, this complaint involves a report of suspected hemolysis, identified by red-tinged urine during impella support, in a patient receiving hrpci support who later expired due to clinical deterioration. Imaging confirmed appropriate pump position, and no device malfunction, anatomic abnormality, or mitral apparatus interaction was identified. The relationship between the reported hemolysis and the impella device remains unknown. The event met criteria for reportability due to patient death, with the death occurring while the patient was on device support. The impella pump is expected to be returned for analysis, data download. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage c shock on multiple inotropes and pressors and was ventilated for respiratory support. Additional information received on 4/12/2026 the impella was repositioned a few hours after admission into the ICU however the patient continued to decompensate and expired on support due to cardiogenic shock. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage c shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical narrative: a 71-year-old male with an indication for use of high-risk percutaneous coronary intervention (hrpci) and a pre-support clinical state consistent with scai shock stage c underwent impella support via right femoral arterial percutaneous access. The impella pump was implanted on (B)(6) 2026 at 14:01 and supported the patient until explant on (B)(6) 2026 at 14:26. On (B)(6) 2026, immediately following foley catheter insertion during impella support, red-tinged urine was noted, consistent with suspected hemolysis. Transthoracic echocardiography was performed and confirmed appropriate pump positioning with the inlet measuring approximately 3.7 cm below the aortic valve and centered within the mid-ventricular cavity. No anatomic abnormalities of the heart were reported, and there was no evidence of pump contact with the mitral valve apparatus. The patient experienced a cardiac arrest and subsequently expired on (B)(6) 2026 while on impella support. Based on the available information, this complaint involves a report of suspected hemolysis, identified by red-tinged urine during impella support, in a patient receiving hrpci support who later expired due to clinical deterioration. Imaging confirmed appropriate pump position, and no device malfunction, anatomic abnormality, or mitral apparatus interaction was identified. The relationship between the reported hemolysis and the impella device remains unknown. The event met criteria for reportability due to patient death, with the death occurring while the patient was on device support. The impella pump is expected to be returned for analysis, data download. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage c shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
Corrected information was provided in e1 (zip code extension), e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently submitted in error in the initial report.

Manufacturer narrative:
Corrected information has been provided in d4. The cause of the cardiac arrest was unable to be determined due to insufficient clinical details. The cause of the hemolysis was not determined due to insufficient clinical details, no product return, and no data logs available. The cause of the cardiogenic shock was not determined due to insufficient clinical details. The cause of the patient device interaction problem was not determined due to insufficient clinical details and no product return.

Manufacturer narrative:
D4. Primary UDI number corrected.